Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) surmised that the reported phenomenon occurred since the communication failure occurred due to the following causes. - the failure of the lock part of the video connector socket. - the corrosion of the contact part of the video connector socket. The exact cause of this event could not be conclusively determined.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the image of the subject device disappeared due to poor contact due to failure of the lock part of the video connector socket and corrosion of the contact part of the video connector socket. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the image of the subject device disappeared due to the contact failure. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.